Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported problem of noise and vibration was confirmed. The pre-repair eval found a loose disconnect sleeve, a non-secure mode set screw, and swivel gap. If additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report from (B)(6), stating the device had noise and vibration. The device was not used in surgery. It is unk if injuries or medical intervention were reported. No additional info available.